Event description:
Caller reported that pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Tandem technical support instructed caller to plug pump into a different wall outlet and to try a different wall adapter and charging cable, but these did not resolve issue. Consequently, technical support decided to replace pump, which was under warranty. Caller was instructed on how to store the pump and was provided with a prepaid label for returning it within 10 days. Customer was prepared to use a backup insulin pump to ensure insulin delivery during this period.